Event description:
Customer states that the spouse used lifestyles assorted colors condoms and experienced a "bad" rash and their physician narrowed down the reason for the rash to the spermicidal lubricant. Note: samples submitted by customer do not contain spermicidal (nonoxynol-9).